Manufacturer narrative:
(B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021 that the t-handle chuck is damaged and locking mechanism has failed. It was unknown when and how the incident happened. There was no patient consequence. This complaint involves one (1) device. This report is for (1) universal chuck with t-handle. This is report 1 of 1 (B)(4).